Manufacturer narrative:
The hill-rom technician found the siderail not latching due to an unknown sticky fluid was spilled onto the latch area. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed and cleaned the latch mechanism to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician that found a note on the bed stating the siderail would not latch. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).